Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the bur will not lock into the device. The device was being used during surgery. No pt or user injury reported. It is unk if medical intervention occurred. The date of the event is unk. There was no additional info provided.